Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. The pump also had a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that she tried to put the reservoir in and the pump was not telling her anything. The pump keeps going off. Customer's blood glucose level was about 159 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was also advised to remove the pump battery to prevent continued alarms. Customer does not have a back-up plan. Customer was advised to contact her health care professional or her local emergency room. No additional information provided.